Event description:
It was reported that the pt has been complaining of hip pain to the surgeon who made the decision to revise the hip in question. During the revision culture and frozen section were obtained. The surgeon explained there was no sign of infection. The implants were removed using a trochanteric osteotomy. The restoration modular was performed to the surgical technique. The surgeon was satisfied with the stability and outcome.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-411, lot # g63076260, description: abgii modular short neck. Cat # 6570-0-032, lot # 513892, description: delta v-40 ceramic head 32/-4. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The manufacturer dates of the reported lot were 07/15/2010, 02/23/2011 and 02/25/2011. A supplemental report will be submitted upon completion of the investigation.